Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump alarmed software error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. Customer stated the software error detected alarm was reoccurred. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches. Device communicated properly with the guardian link 3 mmt-7811 and the test plug. No pump or sensor communication anomaly or calibration anomaly noted. No pump error 53 noted during testing, however pump error 53 found in the pump history due to software error.